Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Additional, changed, and/or corrected data: b5; b6; d6a; h6.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on july 17, 2025, with lot number 2263022. Based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings assessed as surgical damage and unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side rupture. Healthcare professional later reported rupture and capsular contracture baker grade iii diagnosed via echography. The device was explanted and replaced with another manufacturers device.